Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Response: the device was used on the patient so no pieces fell into the patient. The whole device with all the pieces were saved however due to contamination it will be discarded.

Event description:
It was reported that during an unknown procedure, as per the nursing staff the two sided firing mechanism broke of from the product while trying to cut. The device was on the patients tissue when it broke. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58n0l. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and fully fired; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.